Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument grip cable broken and frayed. One grip close cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during the reprocessing of a mega suturecut needle driver instrument, a frayed cable was identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.